Event description:
Customer reported experiencing a low blood glucose level, with the tandem mobi app showing a lowest reading of 47 mg/dl. Cause was not known. The customer managed the situation by consuming carbohydrates. System check was performed by tandem technical support and the pump is functioning as intended.